Manufacturer narrative:
The analysis of the emg tube was completed. The device was returned with biological contamination and tape around the main tube, which is consistent with successful intubation of the patient. Analysis could not confirm any malfunction or defect of the product. The continuity and resistance of each lead was tested with no shorts or open circuits and impedances of 2.9-3.0 ohms for each (within specification). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has not been returned for evaluation. A product analysis has not been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the emg tube could not detect nerves at the beginning of the thyroidectomy. There were no error messages displayed on the mainframe. The doctor completed the surgery without the nim system. There was no patient injury.